Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.

Event description:
It was reported the patient was sent to their clinic because home evaluation indicated that the patient's pulse rate was slower than the programmed rate. The device was at elective replacement indicator, but the competitor lead had impedances at 2700 ohms due to outer coil fracture. The device was explanted and replaced. No patient complications were reported as a result of this event.